Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the heart rate waveform suddenly showed flat wave. There was no patient involvement.